Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected onsite and confirmed the reported issue. After reviewing the log file, fse confirmed the reported malfunction. To resolve the reported malfunction, on 2nd jan 2025, another work order, philips implanted the correction or pc issues pc issues 3db 4fg. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.